Event description:
Customer reported bleeding through the sensor into the transmitter. Customer also reported that insulin pump is not communicating with the transmitter. The blood glucose reading was 402 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.